Event description:
Patient underwent primary hip procedure on (B)(6), 2007. It was reported that patient fell and felt pain. X-ray showed a broken neck of the stem. Revision surgery was performed on (B)(6), 2012 due to the fractured stem taper. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.evaluation in process but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA.this report filed (B)(4), 2012.

Manufacturer narrative:
Evaluation of the returned components showed beach marks evident on the fracture surface which are indicative of a fatigue failure, originating from the superior aspect of the component. The presence of white residue within the bore of the taper adaptor is symptomatic of a galling or fretting process of the taper / taper adaptor junction. The features of the returned components propose a number of possible factors which could have encouraged the failure. The stripe wear and possible high inclination angle of the cup suggest there might have been a degree of joint laxity within the hip, possibly with resulting rim contact and microseparation of the implant. The use of a high offset taper adaptor and lateralized stem supports this theory. It seems possible that one or a combination of these factors led to increased stresses and fatigue of the taper stem. The presence of white residue indicates that fretting or galling of the taper could have led to the failure. This may have been exacerbated by possible joint instability and suboptimal positioning, with resulting high stresses. (B)(4).